Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. The distal conductor was fractured, the defib conductor was cut, and blood/body fluid was present on several conductors (not obstructed). The outer tubing was kinked/buckled and the outer insulation exhibited a cosmetic depression.